Manufacturer narrative:
Product complaint # (B)(4). Additional information was obtained: upon the reception of the notified incident, lnstituto grifols, s.a. (Ig) requested additional information such as the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. The following additional information was received: the user has experience with the product and the laparoscopic tip. No leakage was observed.the device is available for evaluation. According to our standard procedures, it was initiated an investigation focused on the following: details observed from the images received regarding the affected unit: the sample was received at ethicon facilities and some pictures were provided to ig. In figure 1, it could be observed that the glass syringes of both components are placed in a more advanced position in the holder (red arrow) compared to the correct position. Due to the misposition of the syringes, the top side of both components protrudes from the holder, which prevents the dual applicator from being attached to the syringe holder investigation of the packaging process of the related batch: the veraseal assembling process of the filled syringes into the holder was as followed: firstly, once both syringe components (fibrinogen and thrombin) were inspected and labelled, they were transferred to the assembling line, where packaging personnel placed manually the lower part of the syringe holder in the corresponding bracket. Then, packaging personnel placed both syringes inside the holder and the upper part of the holder on the unit. Subsequently, the unit passed through a press where the holder is clipped. Finally, when the kits are assembled, the retainer is manually placed, holding the two plungers in an aligned position. The holder features a groove at the bottom designed for placing the syringes. Even so, it was possible to manually place the syringe above the groove and clip the holder without detecting the. To continue with, the retention samples were reviewed and found in conformance with no anomalies identified. After the investigation conducted, it was confirmed that the position of both syringes on the holder was incorrect. The most likely root cause is thought to be related to a misplacing of the syringes during the manually assembling of the syringe holder. Please be informed that to prevent the possibility of this issue from reoccurring, corrective actions are being evaluated. Firstly, the packaging procedures will be updated to include an instruction to verify the proper placement of the syringes in the holder when manually placing the upper part of the holder. In addition to this, a new design of the holder is being assessed to prevent the syringes from being misplaced during the assembly process. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? She is not a new user, she has used it millions of times during surgeries over 10 years. 2. How many times have they applied the laparoscopic tip?: millions of times during surgeries over the last 10 years. 3. Was a sales representative present during the case when the issue was experienced?: no representative here. 4. Was any leakage or product solution observed at the luer locks connection? No leakage observed. 5. Were there any unexpected outcomes or complications as a result of the event? No unexpected outcomes. 6. Are there pictures of the damaged device available?: no pictures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and fibrin sealant application device was used. The tip applicator would not clicl onto the syringe. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: another vistaseal¿ fibrin sealant was obtained and used. Ref# (B)(4), lot# a04g031741, expiration: 03/15/2024 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter partially attached to the syringe holder with the pre-filled syringes fill. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the adapter cannot be attached to the syringe holder. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report was also submitted to the FDA under user facility medwatch (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 lot, d9 9. Device available for evaluation?, e4. Reporter also sent report to FDA?, h 3. Device evaluated by manufacturer?, g 6. Component code, g 6. Type of investigation, g 6. Investigation findings.